Event description:
It was reported that the device was explanted. The reason is unk as no other details were provided. The device was implanted in 2007; however, the explant date is unk. Learned of event through implant pt registry.

Manufacturer narrative:
Device not returned.